Event description:
A customer contacted baxter regarding an over pouch of some minicaps that was opened. The customer stated that the over pouch was not completely sealed and in some places was able to put a finger in. The defect was noticed before use and the product was not used; therefore no patient was involved and no patient injury reported.

Manufacturer narrative:
(B)(4). This complaint for an opened minicap overpouch was confirmed during the sample evaluation and the root cause was determined to be inadequate seal strength. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number.the sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.